Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic total occlusion lesion in the heavily tortuous, heavily calcified, 100% stenosed right coronary artery (rca). An asahi miraclebros guide wire was selected for the procedure. The guide wire was advanced to the lesion and became entrapped in the fibrous tissue of the occlusion. The physician could not torque the guide wire or move it back and forth and the guide wire separated into five pieces. A snare was used to retrieve four of the pieces from the anatomy. The fifth piece was roughly 35-40 mm long and was entrapped in the fibrous tissue of the occlusion with the loose end of the piece of guide wire in the open vessel. A 3.5 x 12 mm multi-link vision stent implant was used to embed the loose end of the guide wire into the vessel wall. The procedure was stopped at that point. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: brand name, catalog# and lot# are unknown. UDI#: in the absence of a reported part or lot number, the UDI cannot be calculated. Evaluation summary: visual and dimensional inspections were performed on the returned device. The guide wire was returned in several pieces, thus confirming the reported separation. It was further confirmed that this was not an asahi guide wire as reported; however, due to the amount of damage, it could not be determined what guide wire it was. The reported failure to advance and entrapment of the device component was unable to be replicated in a testing environment as it was based on operational circumstances of the procedure. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation determined the reported difficulties appear to be related to the patient anatomy and the treatments and patient effect appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.